Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners, reservoir tube lip. The unit was received with minor scratches on display and reservoir tube windows.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose levels at the time of the event and the time of the call were not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.